Event description:
A doctor reported that knife blades were blunt during implantation procedures. Pt impact info is unk. Additional info has been requested. Additional info was received which clarified that the knives were blunt during three separate surgeries. The incisions were not as smooth and routine as anticipated.

Manufacturer narrative:
No sample has been received by mfg for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tops and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info has been requested. (B)(4).